Event description:
The customer reported being hospitalized due to dehydration and diabetes ketoacidosis. The blood glucose reading was 464 mg/dl. The customer was vomiting and extreme weakness. The customer stated that the insulin pump alarmed motor error. The customer's most recent glucose reading was 121 mg/dl. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. Found that the customer changes the infusion set every four to five days. Advised the customer to change the infusion set every two to three days. Also found that the customer only uses the stomach area for insertion site and rotates side to side. Instructed to customer to use other sites. Performed a displacement and self test and the tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.